Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Related MFR: 2916596-2023-07757. Related MFR: 2916596-2023-07685. Related MFR for previous damage to the system controller cable: 2916596-2023-07800.

Event description:
It was reported that the clinicians were getting erroneous readings, including data not available, hematocrit reading zero, and incorrect dates when hooked up to the system monitor. These issues occurred on more than one system monitor or power module. There was concern for issues with the data cable or driveline. Additional information was reported that it was determined to be patient related, not the system monitor. The clinicians reported that these issues resolved with disconnecting and reconnecting the driveline numerous times as well as moving it around. Log files were sent for review. Multiple low voltage alarms were found. Additional information was provided that on 21oct2023, the patient admitted to getting water in their shower bag. Although this did not match up with the issues occurring since (B)(6) 2023, it was recommended to replace any component that received water ingress. On 25oct2023, the patient continued with the same issues and by moving the white data cable on the system controller, the problems were able to be replicated. The system controller was exchanged. Previous damage to the white power cable was noted that was repaired with rescue tape on 27sep2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not being able to communicate with the system monitor was confirmed via analysis of the returned system controller. The reported event of atypical low voltage hazard alarms was confirmed via analysis of the submitted log file; however, the alarms were not reproduced during testing of the returned controller. The reported event of fluid ingress was not confirmed. The returned system controller was connected to a test system monitor and test power module, and the controller was able to intermittently establish communication with the system monitor, reproducing the reported issue. Visual inspection of the returned system controller revealed that the outer jacket of the white power lead was damaged, exposing the underlying wires. Despite the damage to the controller power cables, the controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced, including when the power cables were manipulated. The system controller power cables were replaced with known working test power cables and the controller was able to establish communication with the system monitor without any issues. The outer jacket and protective layers were removed to inspect the underlying wires, revealing that the insulation on the data transmission, data receive, negative voltage, and relative state of charge (rsoc), wires were torn, exposing the underlying conductors. The damaged data transmission and data receive wires were observed to be shorting to the shielding, this would result in the loss of communication between the controller and the system monitor. Inspection of the system controller and power cables did not reveal any signs of fluid ingress. The log files contained approximately 7 days of data combined (18oct2023 ¿ 25oct2023 per the timestamps). The log files captured atypical power cable disconnect and low voltage hazard alarms that intermittently activated from 21oct2023 at 11:32:12 to 23oct2023 at 06:15:59 due to the rsoc voltage and bus voltage levels fluctuating, causing the voltage to drop as low as approximately 0 v and to increase above the expected voltage range. The atypical alarms occurred while connected to 14v batteries and occurred on the white and black power leads. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The reported event of the system controller not being able to communicate with the system monitor was determined to be caused by a break in the data transmission and data receive wires in the controller¿s white power cable. The root cause of the reported atypical low voltage hazard alarms could not be conclusively determined; however, the damage to the negative voltage and rsoc wires may have contributed to the reported event. The root cause of the fluid ingress could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 22mar2023. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the issues resolved following the controller exchange.